Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The patient tests her blood glucose 3 times a day. She tests before breakfast and lunch, and at bedtime. Before the reported event occurred, the patient was taking 45 units of 75/25 insulin in the morning and 30 units at bedtime. On three days earlier, the patient ate dinner a little later than usual and obtained a pre-bedtime meter reading of "200 something" mg/dl. Before going to bed. The patient proceeded to take her usual dosage of 30 units 75/25 insulin. At around 7:00 am the next morning on two days prior to original date, the patient claimed that she was "out of it." She reportedly felt cold, clammy, and sweaty. The reporter attempted to treat the patient with orange juice and sugar, but was unsuccessful since she could not drink or swallow. The paramedics were contacted. According to the patient, when the paramedics first arrive around 8:00 am that morning, they tested her blood glucose with the reported one touch ultra meter and got a result of "355 mg/dl." The patient then claimed that the paramedics tested her blood glucose with her own unidentified meter and got a result of "59 mg/dl." The patient mentioned that she was treated with glucose gel and an injection to raise her blood glucose. She was taken to a hospital where her blood glucose was retested and a result of over "500 mg/dl" was obtained. The patient stated that she was treated with insulin and released from the hospital around 2:00 pm that same day. As a result of the event, the patient's doctor decreased her evening insulin dosage to 25 units. After the event occurred, the reporter called a medical supply company who advised her to replace the reported meter's battery . After doing so, the reporter indicated that the meter entered the setup mode. There is no evidence that the alleged meter setup issue contributed to the patient's symptoms/injury. The alleged meter setup issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after allegedly obtaining an inaccurate high meter reading. During the event, the patient's blood glucose reading of "355 mg/dl" did not correlate with her symptoms, treatment, and meter reading obtained by the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will info FDA of the results in a supplemental report.